Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had implant of a trapease inferior vena cava (ivc) filter for the treatment of chronic deep vein thrombosis (dvt). The device was implanted into the patient¿s renal veins at the 4 level. Approximately 6 years later, an exam revealed the filter was now at the 3 level, indicating of migration. Per the medical records, history includes hypertension, dyslipidemia, chronic obstructive pulmonary disorder (copd), chronic dvt¿s extending to common iliac artery and of non-compliance. During the filter placement procedure, the vena cava was measured to be about 2.5mm to 2.7mm. The filter was deployed without any reported complications. Per the patient profile form (ppf), the patient has blood clots, clotting and occlusion of the inferior vena cava (ivc) and the filter is unable to be retrieved. However, there have been no known attempts made to remove the filter. The patient also reports to have skin ulcers, swelling in both legs, abdominal pain, leg pain, mental anguish, panic attacks, depression and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, skin ulcer and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of deep vein thrombosis (dvt). The device was implanted into the patient¿s renal veins at the 4 level. The device in the patient was positively identified by medical records. On or about six years and two months later, the patient received an exam on the abdomen which showed that the filter was now placed at the 3 level. This is an indication of migration, as the filter was implanted in the l4 level. As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The following additional information received per the patient profile form (ppf) indicates that the patient has blood clots, clotting and occlusion of the inferior vena cava (ivc) and the filter is unable to be retrieved. However, there have been no known attempts made to remove the filter. The patient also reports to have skin ulcers, swelling in both legs, abdominal pain, leg pain, mental anguish, panic attacks, depression and anxiety. According to the information received in the medical records, the patient has a history of hypertension, dyslipidemia, chronic obstructive pulmonary disorder (copd), chronic dvt¿s extending to common iliac artery and of non-compliance. During the filter placement procedure, the vena cava was measured to be about 2.5mm to 2.7mm. The filter was deployed without any reported complications. The patient was transferred in stable condition. According to the discovery form, the patient received the ivc filter for chronic deep venous thrombosis (dvt). Medical conditions and treatments alleged to be attributable to the implanted ivc filter include migration of the filter and two (2) fracture arms of the ivc filter. As a result, the patient further reports the need for additional follow up care, monitoring and treatment, which has caused and continues to cause emotional distress.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient has blood clots, clotting and occlusion of the inferior vena cava (ivc) and the filter is unable to be retrieved. However, there have been no known attempts made to remove the filter. The patient also reports to have skin ulcers, swelling in both legs, abdominal pain, leg pain, mental anguish, panic attacks, depression and anxiety. According to the information received in the medical records, the patient has a history of hypertension, dyslipidemia, chronic obstructive pulmonary disorder (copd), chronic dvt¿s extending to common iliac artery and of non-compliance. During the filter placement procedure, the vena cava was measured to be about 2.5mm to 2.7mm. The filter was deployed without any reported complications. The patient was transferred in stable condition. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent a placement of a trapease permanent vena cava filter. The information provided indicated that the filter had migrated, the patient has blood clots, clotting and occlusion of the inferior vena cava (ivc) and the filter is unable to be retrieved. However, there have been no known attempts made to remove the filter. The patient also reports to have skin ulcers, swelling in both legs, abdominal pain, leg pain, mental anguish, panic attacks, depression and anxiety. The information provided indicated that the device was implanted into the patient¿s renal veins at the 4 level. The device in the patient was positively identified by medical records. On or about six years and two months later, the patient received an exam on the abdomen which showed that the filter was now placed at level 3. The information provided stated that this is an indication of migration, as the filter was implanted in the l4 level. According to the procedural notes, the indication for the filter placement was recurrent deep vain thrombosis (dvt) extending on to the common iliac vein and non-compliance. The filter was placed via the right common femoral vein. Iliac venogram was done and the iliac vein was noted to be patent and the bifurcation was noted to be at the level of l4, the renal vein was identified at the junction of l1-l2 and the vena cava measured 2.5mm to 2.7mm. The filter was deployed just below the renal vein, completion venogram was performed and showed the filter in good position. There were no reported complications and the patient level the procedure room in stable condition. The patient¿s medical history is significant for hypertension, dyslipidemia, chronic obstructive pulmonary disorder (copd), chronic dvt¿s extending to common iliac artery and non-compliance. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Without images or procedural films for review, the reported filter migration could not be confirmed nor further clarified. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without films of the index procedure or post implant imaging, the reported device occlusion, clotting and blood clots, could not be confirmed and could not be further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Skin ulcers, leg edema, pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of deep vein thrombosis (dvt). The device was implanted into the patient¿s renal veins at the 14 level. The device in the patient was positively identified by medical records. On or about six years and 2 months later, the patient received an exam on the abdomen which showed that the filter was now placed at the 13 level. This is an indication of migration, as the filter was implanted in the l4 level. As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported, the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of deep vein thrombosis (dvt). The device was implanted into the patient¿s renal veins at the 14 level. The device in the patient was positively identified by medical records. On or about six years and 2 months later, the patient received an exam on the abdomen which showed that the filter was now placed at the 13 level. This is an indication of migration, as the filter was implanted in the l4 level. As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.